Event description:
It was reported that the insulin pump was not delivering the right amount of insulin. Troubleshooting was declined, and the customer would like the insulin pump be replaced. It was stated that the customer is on manual injections until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.